Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that the device was explanted and replaced due hematoma and erosion. There have been no further adverse consequences after replacement.